Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter tilted, struts detached and perforated. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number was not provided. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, eight days post filter deployment, the patient had abdominal pain and abdominal x-ray showed inferior vena cava filer. Around, eight months later, eclipse filter removal was attempted. Right internal jugular vein was accessed, eclipse filter was noted in infrarenal inferior vena cava. The filter retrieval was attempted with combination of a 915 end snare and also cold biopsy forceps, it was managed to move the filter a little bit; however, the hook seemed to be significantly endothelialized and was not retrievable. It was then decided to abort the procedure after the filter was pulled cranially a few centimeters. A 2-3 cm cranial migration of filter was noted without compromising renal veins. The filter was unable to be pulled any further cranially because of the location of the renal veins. A completion inferior vena cavogram demonstrated that the filter was still in an infrarenal location, there was no obvious injury to the inferior vena cava. Around, eight years, two months later, computed tomography of abdomen without contrast showed inferior vena cava filter with the superior apex at approximately the cephalad margin of the right renal vein and the inferior struts lying inferior to the right renal vein. The filter was tilted such that its superior apex lies essentially along the right wall of the inferior vena cava. Approximately 12:00 position strut protrudes approximately 3 mm anterior to the margin of the inferior vena cava, apparently contacting adjacent duodenum. The 1:00 position strut protrudes approximately 6 mm beyond the inferior vena cava, probably contacting adjacent duodenum. The 3:00 position of strut extends approximately 11 mm beyond the inferior vena cava and lies immediately anterior to though not contacting the aorta. The 5:00 position strut extends approximately 17 mm beyond the inferior vena cava. Its distal approximately 13 mm was visually inseparable from the posterior aspect of the aorta. This strut also demonstrated posterior and inferior angulation compared to the remainder of the strut. Appearing fractured from the remainder of the strut. Approximately 6:00 and 7:00 position struts extend approximately 2 to 3 mm beyond the inferior vena cava, near but not appearing to affect the spine. The 9:00 and 10:00 position struts remain within the inferior vena cava. Tilted inferior vena cava filter was noted as detailed above. Two of these struts in particular extend far to the left beyond the inferior vena cava. One lied adjacent to the aorta and one which demonstrates fracture of the distal aspect of the strut may be embedded within the posterior aorta. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc), filter tilt, filter limb detachment and retrieval difficulties. However, the investigation is inconclusive for filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter tilted, struts detached and perforated. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.